Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The submitted log file contained approximately 10 days of data (B)(6) 2021 per the timestamp). The log file captured low voltage hazard and no external power alarms was active on (B)(6) 2020 from 09:59:14 to 09:59:15 due to a loss of ac power while connected to the mpu. The system controller backup battery supplied power to the system without issue during the loss of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided on 12apr2021 stated that the mpu, serial number (B)(6), will not be returned for evaluation. It was reported that the mpu had a v-lock connector on the power cord. The account also communicated that it was unknown if the power cord came loose at the wall or from the back of the unit, and that it was unknown if there was an environmental circumstance that affected the a/c power at the time of the event. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The mobile power unit was shipped to the customer on 30jul2020. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power, low voltage hazard, and power cable disconnects alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the mpu. This section informs the user of how to properly plug the mpu ac power cord into the wall outlet and into the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mpu will not be returning. The mpu had a v-lock connector on the ac power cord. It is unknown if the power cord came loose at the wall/outlet or the back of the unit. It is unknown if there were any environmental circumstances that would have affected ac power at the time of the event (i.e. Loss of power to the house). No change to plan of care.

Event description:
Related manufacturer's report number: 2916596-2021-01030. It was reported that a log file review and xray review was requested as there was concern for potential driveline fracture due to a ¿no external power¿ alarm while the device was connected to the mobile power unit (mpu). Of note, there was a darkened spot a couple of inches from the controller on the xray image and there was some tape applied there (patient applied it herself sometime last year she said). The vad coordinator did have not had a chance to unwrap yet but will assess. The log file captured the no external power event on (B)(6) 2021 at 09:59 while using the mpu. It appears the mpu lost total power causing low voltage hazard events and enabling the backup battery in the controller until power was restored to the mpu. There is no indication of any issues with the driveline based on this log file and the image of the driveline does look a little suspect but looks like the driveline is perhaps off the plate a bit and a bit on the dark side. No other unusual events were noted in the log. It was reported that there was not much to see at the bend relief but perhaps looks a little pinched. The vad coordinator put new tape on and tried to do a thinner longer section to give relief to the pinched spot. Technical services stated that bend relief area does look a little rough but since there have been no indications of driveline issues so far they did not recommend the use of the no ground cable quite yet as technical services didn't want to mask the short to shield issue should it get to that point.